Manufacturer narrative:
Corrected data: date of this report: in the initial MDR, 05-jan-2018 is corrected to 04-jan-2018. Date received by manufacturer: in the initial MDR, 05-jan-2018 is corrected to 04-jan-2018. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+1.0/077 (sphere/cylinder/axis), in the patient's left eye (os), and the lens tore during injection into the eye. The lens was removed during the same surgery with no patient injury. Another same model, different diopter lens was implanted on (B)(6) 2017 and the problem was resolved. The reporter indicated the cause of the event was unknown but the lens may have been squeezed in the injector.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial and clear surgical residue on product. Visual inspection found the haptic torn and foreign material (residue) on lens surface. Claim# (B)(4).